Event description:
It was reported that the epicardial ventricular lead experienced p wave atrial over sensing. Follow-up attempts were made with no return of information, therefore, unable to determine if there was intervention done to the lead as a result of the over sensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).